Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained. A watchman trusteer access system (was) was advanced with a versacross connect (vcc) transseptal system and transseptal puncture (tsp) was performed, then the devices were advanced into the left atrium. Bleed back from the was was initially observed from the hemostatic valve. The vcc was removed, and a pigtail catheter was inserted. The physician attempted to aspirate from the was yet was unable to get blood return. The physician then attempted to aspirate from the pigtail catheter, where slow blood return was observed along with thrombus. The was and pigtail catheter were retracted back into the right atrium and removed from the patient. It was then discovered that heparin anticoagulant had not been given by the anesthesia team. Heparin was administered at this time, and a new was inserted and advanced. The activated clotting time (act) result was then 331 seconds. A 24mm watchman flx closure device was subsequently advanced, deployed and implanted. The procedure was concluded, and no further interventions were performed. The patient was discharged home.